Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
On (B)(6) 2016 - lead rn reported that a patient had a malposition of a PICC placed over the weekend of (B)(6) 2016. The site rite vision ii system and 3cg sherlock sensor were being used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of incorrect sensor tracking was unconfirmed because the problem could not be reproduced. A sherlock 3cg tcs sensor was returned and assessed by both the manufacture site and by r&d engineering at bard. Engineering provided the following assessment: ¿a sherlock 3cg tcs sensor 9770131 (s/n: (B)(4)) was returned to field assurance (fa) at bard for evaluation. This sensor was given to the imaging team by fa to examine the functional performance of the device. Portions of p61961 that are applicable to the reported failure mode were used to evaluate the device. The user reported use of the sensor with site~rite vision ii ultrasound system. The bard imaging team evaluated the sensor using a sherlock 3cg tcs on standalone system. These systems serve as a means to display ECG data and do not affect sensor functionality. Verification testing on the sherlock 3cg tcs was performed in accordance with appendix f of p61961 to assess the sensor performance. All recorded ECG wave heights and ECG wave peak to peak measurements were found to be within their respective expected ECG ranges. The sensor¿s functional performance is consistent with its expected performance." Additionally, the manufacture site reported that the same sensor passed functional testing requirements. Manufacturing records were reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. The returned sensor did not display the behavior reported by the complainant and it is likely that the event was caused by another root cause.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Update 01 indicated that the reported failure results and conclusion was unconfirmed and the problem could not be reproduced. That statement has been corrected, the reported failure results and conclusion are inconclusive because the clinical setting could not be reproduced.